Event description:
Follow up report: submission of updated death certificate. Death certificate reads, "describe how injury occurred: superior vena cava and right atrium were perforated by superior vena cava stent".